Manufacturer narrative:
Additional info: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 289 mg/dl. The customer stated that she has been having problems with the insertion device for her infusion sets that may have contributed to the high blood glucose levels. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump failed the prime test. The prime test was performed again with a new infusion set and the insulin pump passed. The customer called back to perform the high pressure test. The insulin pump passed the high pressure test. Nothing further was reported.